Manufacturer narrative:
The device powered up properly after battery installation. The device received with operating currents within specification. The device passed self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement test. No pump error 43 noted. The device properly connected and calibrated to the glucose sensor simulator. No change battery alert noted. The motor was tested outside of device and passed. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No failed battery test noted during testing or in the pump trace download.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that pump error was occurred. Blood glucose was unknown. Also reported that battery failed alarm occurred five times in a row. The insulin pump will be returned for analysis.